Event description:
It was reported that 4 months after the implant, oversensing occurred. During the revision procedure the whole system was extracted due to non-satisfactory electrical parameters. The stylet could not be fully advanced within the leads lumen.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. During the analysis of the lead, it was detected that the insulation of the lead body was massively damaged about 32 cm distal of the is-1 connector pin due to squashing. In this area, the coating of the rope conductor to the rv shock electrode showed damages. This insulation damage led with high probability to the observed interference artifacts. The observed damage pattern requires an excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The further mechanical analysis confirmed the clinical complaint. Residue of coagulated blood on the inner conductor helix prevented a complete advancement of the stylet. These coagulated blood residues were probably brought into the lead by a stylet during the explantation. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.